Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stated that the device experienced an "e5 error message on console." It is known that the device was being used during surgery; however, no patient or user injury or medical intervention occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was additional information provided.